Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to reach out again if the issue reappeared.